Manufacturer narrative:
Precision studies were performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 magnesium gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a magnesium value of 1.561 mmol/l and repeated as 0.932 mmol/l. The magnesium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The analyzer was confirmed to be running back within specifications.